Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient's implantable neurostimulator (ins) batteries only lasted 3 years. No symptoms were reported.

Event description:
Follow up information received from the patient reported that the circumstances that led to the batteries dying were a change in programming levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.